Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the guidewire was returned broken in 2 pieces. The distal end stuck in lead serial number (B)(4), analyzed. Analysis indicated the distal end of the guidewire was entrapped in the lead because the guidewire wire was kinked in the lead distal tip nose. Visual analysis indicated that the guidewire was damaged during use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation procedure of a cardiac resynchronization therapy defibrillator (crt-d), an attempt was made to use one cougar guidewire and one left ventricular (lv) lead in a non-tortuous, non-calcified lesion in the lateral posterior vein in the subclavian vein access. The guidewire was inspected with no issues noted. The wire tip was not formed by the physician. The lesion was not pre-dilated. The guidewire did not pass through a previously deployed stent. Resistance was not encountered when advancing the guidewire. Excessive force was not used. It was reported that the guidewire was stuck inside the lead when the vein was already cannulated. Difficulties were not encountered when the guidewire was loaded into the lead, however, it became stuck in the lead. The guidewire and electrode were removed. The products could be pulled apart and separated once out of the patient. The tip was frayed. A new hybrid guidewire and a new lead were then used, and the implant ended with no further issues. The guidewire was not successfully used prior to the difficulties occurring. No other devices were being used with the guidewire when the issue occur red. It was detailed that the guidewire was not in touch with the patient. The patient is alive with no injury. No patient complications have been reported as a result of this event.